Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was buzzing only when the backlight is on. Customer replaced the battery and its still buzzing. The customer¿s blood glucose was unknown at the time of the incident. The insulin pump was currently vibrating and constantly buzzing. Reviewed pump and stated that, in which pump may generate a vibration or beep with customer. The insulin pump will be returned back for analysis.

Manufacturer narrative:
Pump passed displacement test and self test. Pump was tested with no audio/beep anomaly noted.